Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching elective replacement indicator (eri). The weekly trend in save to disk data shows minimum battery=2.631 to 2.627 volts between (B)(6) 2011, which is before device recommended replacement time (rrt)<= 2.6251 volt.

Event description:
It was reported that the device only lasted two years and was approaching elective replacement indicator and the programmed outputs were reported to be low. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching elective replacement indicator (eri). The weekly trend in save to disk data shows minimum battery=2.631 to 2.627 volts between (B)(6)-2011 and (B)(6)-2011, which is before device recommended replacement time (rrt)<= 2.6251 volt. Evaluation summary: (B)(4) the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching elective replacement indicator (eri). The weekly trend in save to disk data shows minimum battery=2.631 to 2.627 volts between (B)(4) 2011 and (B)(4) 2011, which is before device recommended replacement time (rrt)<= 2.6251 volt.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Based on the destructive analysis results, no internal short occurred in the battery. The lithium (li) anode showed localized discharge along the edges and in turns 5 and 6, with no well-defined areas of li severing.